Manufacturer narrative:
Concomitant medical product: product ID ped2-250-14 (lot: unknown); product ID ped-250-14 (); g2: citation: authors: elsheikh, s., möhlenbruch, m., seker, f., berlis, a., maurer, c., kocer, n., jamous, a., behme, d., taschner, c., urbach, h., & meckel, s.. Flow diverter treatment of ruptured basilar artery perforator aneurysms. Clinical neuroradiology: official journal of the german, aus 32(3):783-789 2022. Doi:10.1007/s00062-021-01133-y earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Elsheikh s, möhlenbruch m, seker f, et al. Flow diverter treatment of ruptured basilar artery perforator aneurysms: a multicenter experience. Clinical neuroradiology: official journal of the german, austrian, and swiss societies of neuroradiology. 2022;32(3):783-789. Doi:10.1007/s00062-021-01133-y medtronic literature review found a report of patient complications in association with pipeline stents. The purpose of this article was to present a multicenter experience of bapa treatment using flow-diverter (fd) stents. Eighteen patients (mean age, 57 years; 8 female) with acute subarachnoid hemorrhage (sah) related to a basilar artery perforator aneurysm (bapa) were treated using 18 fd stents. The following types of fd stents were utilized: fred (n=6), fred x (n= 3), p48 hpc (n= 1), pipeline (n= 1), pipeline shield (n= 3), silk vista baby (n= 2), surpass evolve stent (n= 1), and surpass neuroendograft (n= 1). All fd stents were deployed successfully, and there was no procedural complication during the fd treatment. The article does not state any technical issues during use of the pipelines. The following intra- or post-procedural outcomes were noted:  - a patient (#2) treated with a pipeline shield experienced vasospasm during the hospital stay and was treated with endovascular therapy using balloon angioplasty. They also suffered from an impairment of memory and concentration. - a patient (#3) treated with a pipeline shield experienced a delayed infarct which was flow diverter related. Following discharge, patient #3 suffered from a delayed pontine ischemia under aspirin monotherapy (100mg daily) and dabigatran (110mg twice daily, given for atrial fibrillation) on day 43 following the treatment. This patient subsequently had complete recovery (long-term mrs 1) after off-label intravenous thrombolysis.